Manufacturer narrative:
Date of report: 15nov2018. Date of manufacturer: 14nov2018. The customer reported that replacing the motor controller printed circuit board resolved the issue.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 08nov2018. Philips customer support suggested swapping the air and o2 motor controllers for troubleshooting. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported the ventilator failed the gas volume accuracy test. There was no patient or user harm reported. The event date was not specified; estimate used.